Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, power on self-test, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 (malfunction in tube misloading detection circuitry) alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be inoperative force sensing resistors (fsrs). The flo-gard infusion pump was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a fg.118 door open/close clamp (door open - close clamp alarm received pump display read door open - close clamp note - close clamp may not appear on the pump display depending on the configuration) alarm. It occurred upon turning the device on. There was no patient involvement. No additional information is available.